Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. The customer experienced multiple previous occlusion events but consistently took the same actions to resolve them. There was no adverse impact to the customer's blood glucose level. The customer addressed the occlusion issues by changing the infusion set and cartridge, then resuming insulin. The customer experienced recurring occlusion issues, so cts transferred the call and requested follow-up for additional assistance.